Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the integrated electrosurgical unit (iesu) to perform failure analysis and the reported failure was confirmed and reproduced on iesu connected to system. In logs error 25913 c-34 appeared on (B)(6) 2025. Upon visual inspection the unit has no significant scratches or dents. The front bezel is in decent condition. Erbe unit that was placed on golden system and was run in normal mode. Reproduced c-34 errors on start and upon monopolar coagulation energy activation. The erbe will be sent to the original equipment manufacturer(OEM) for further investigation. The complaint was confirmed based on failure analysis. A review of the site¿s system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed the possible related system errors; 25913 - erbe error: c-34 which indicates hf voltage was too low in on state; m-11 which indicates a cpu and sensor module internal timeout. Device history record (DHR) review for the device involved with the reported event was not performed, as the product involved is not manufactured by intuitive surgical, inc. (Isi). The probable root cause of this issue is attributed to a defective generator due to voltage issues on the iesu.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical, inc. (Isi) rep. Contacted isi technical service engineer (tse) and reported monopolar energy intermittently was not working and they tried swapping the ports and restarting the device. Caller reported during initial power there was c-34 error reported on the erbe. Tse suggested to remove the third part monopolar handheld instrument and try with third party instrument. Caller agreed to check the suggested options. Onsite was not connected. The procedure outcome is unknown with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer used third-party generator for monopolar energy and procedure was complete with third-party generator. Patient demographics were not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.